Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a cardiac catheterization, the device fractured due to tortuosity and calcification of the left anterior descending artery, leaving approximately 4cm of the tip in the vessel. The fractured piece was retrieved using a micro snare catheter. Fluoroscopy was used to confirm no pieces remained in the patient's anatomy. The patient remained stable throughout. No damage to the vessel was determined and the procedure was completed using another guidewire and a stent.